Manufacturer narrative:
The biomed department of the hospital spoke with philips representatives who provided specifics on where to position the patient and mr400 modules to mitigate the issue. The customer was contacted for additional information regarding clarification of the allegation, cause of the issue, and patient impact, but no additional information was provided. Based on the information available and the testing conducted, the cause of the reported problem is unknown.

Event description:
It was reported that during an MRI scan of a neonate, there were multiple instances of signal interference and incorrect vital sign readings. This issue resulted in the nurses initiating chest compressions to follow safety protocol. It is unknown if the device was in use at time of the event. There was a report of patient or user harm.